Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture with less than two seconds of asystole. A surgical revision was performed and additional slack was added to the lead, as threshold measurements were good and the lead position had not changed. No additional adverse patient effects were reported. The lead remains in service.